Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral component and the bone and patient-related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation and x-rays were not provided. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eight years post rtka, patient experienced a right side total revision due to loose femur.